Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure and before the scope was placed into the patient, the suture was broken. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. ***additional information received on march 30, 2020*** it was reported that the procedure performed was a band ligation used in the esophagus. There was no difficulty experienced upon setting up the device. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable issue of suture broken. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: b5, d2, d8, e1, h6, h8.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on february 28, 2020. According to the complainant, during the procedure and before the scope was placed into the patient, the suture was broken. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event.